Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having trouble with their therapy for over a week. They got vibration on their leg a little bit and they do not know how to get it under control. They try to turn it down but it seems like they are doing something wrong. The patient also reported they felt vibration at the ins site. It was driving them crazy and if they put it down too low they started to have urinary incontinence. Reviewed how to decrease amplitude but patient reported the vibration did not improve. Patient changed programs which then turned therapy off and the sensation still did not go away. Redirected patient to follow up with managing physician to seek medical care.